Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump lost power last night. It was noted that the pump case was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/29/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2014 with the following findings: a review of the pump¿s black box history showed that power reboots were recorded. A visual inspection of the pump revealed that the battery compartment was cracked from the threads to the case seal. The returned battery cap threads were found to be stripped and the cap was not able to be secured to the pump. Power losses were duplicated when attempting to secure the returned battery cap to the pump. A test battery cap was able to be secured to the pump. The pump was exercised for 24 hours using the test battery cap. No power losses occurred when using the test battery cap. The pump case was removed and no evidence of internal moisture or damage was observed to the printed circuit board. Unrelated to the complaint, evaluation revealed that the pump case was damaged between the lower right corner of the display lens and case seal. Also unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad cover was fully intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts.